Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, that prior to use of a custom tubing pack. The customer reported, a flow issue through the pre-bypass filter. The customer described not being able to flow more than three liters, while recirculation of fluid, prior to cardiopulmonary bypass (cpb). The customer suspected it to be the pre-bypass filter. And when the pre-bypass filter was removed, they were able to continue recirculation. There was no patient involvement. So no adverse effect occurred.